Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy and ipg was unable to communicate with external devices. As such surgical intervention took place where the ipg was explanted and replaced . Post operatively effective therapy was restored.